Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump am/pm time settings were inaccurate. During troubleshooting with tandem technical support it was determined that the customer forgot to change the am/pm settings when adjusting their time for daylight savings. Customer experienced fluctuating blood glucose levels (approximately 58-500 mg/dl), and "minimal" ketones. Customer delivered manual injections and correction boluses to stabilize elevated blood glucose levels, and stabilized low blood glucose levels with glucose tablets and cereal.